Manufacturer narrative:
Updated: b5, e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a severely calcified native valve annulus. A pre-dilation was performed using a 20mm balloon. When the valve was attempted to be deployed, infolding occurred. The valve was removed from the patient. A second pre-dilation was performed using a 22mm balloon. A new valve was successfully implanted. No adverse patient effects were reported. Additional information was received that the infold was first observed on the first deployment attempt. The valve was recaptured twice for not deploying properly which the physician attributed to calcification causing the valve to infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a severely calcified native valve annulus. A pre-dilation was performed using a 20mm balloon. When the valve was attempted to be deployed, infolding occurred. The valve was removed from the patient. A second pre-dilation was performed using a 22mm balloon. A new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16-us (lot: 0011912665); product type: 0195-heart valves product ID l-envpro-16-us (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a2, a3a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.